Manufacturer narrative:
Patient experienced fall post-op which resulted in recurrence of pain; revisited surgeon who discovered collapsed implant and performed revision surgery.

Event description:
Collapsed expandable implant resulting in revision surgery